Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and cartridge and resumed insulin. Reportedly, the occlusion caused the customer to be admitted to the intensive care unit (ICU) in (B)(6) 2025; however, the specific date could not be recalled. Blood glucose level was not provided. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Customer was discharged three to four days later; customer was unsure of the exact dates.